Event description:
Customer alleged commode seat has cracked at the front edge where it goes over the support bar. She has repaired it with duct tape in order to continue use. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630, serial number/date code and age of product are unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. The consumer's preexisting medical condition states she has a partial amputation of the right foot. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is stated that she tends to shift to the left to clean bottom and has fallen asleep on the device. The maintenance history of the device is unknown. The consumer called stating that the front edge of the seat that goes over the support bar has allegedly cracked. This is a replacement commode from a previous incident ((B)(4)). The consumer stated that she has repaired the seat with duct tape in order to continue use. No injury alleged. Consumer was referred to invacare customer service in regards to a replacement device.